Event description:
Two co's or tables malfunctioned-same day. Power supply overheated creating smoke and fumes. Circuit boards were charred by heat; fuses did not blow to protect the equipment. Both tables are model # 3080 rl. Equipment serviced and evaluated by senior service for co.